Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was to be used in the biliary duct for a endoscopic ultrasound (eus) drainage procedure performed on (B)(6) 2017. According to the complainant, before the procedure, the physician noted that the first flange of the stent had prematurely deployed while the device was in the packaging. Reportedly, the safety clip on the deployment hub was still in place. The procedure was completed with another hot axios stent and delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.